Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. Complaint sample (picture) was evaluated and the reported event was not confirmed. Visual examination of the provided picture found a lack of cement on the tibial tray. This device was not returned for further evaluation. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: 189080; vngd ant stblzd brg 10x75; lot#: 165930; item#: unknown; unknown bone cement; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by hospital policy as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left knee arthroplasty three years ago. Subsequently, patient was revised last month due to cement being absent on the tibia. Cement was in canal but no longer on implant.